Event description:
Vns is nearing end of service and she would be referred for replacement. No known surgical intervention has occurred to date.

Event description:
It was noted that prior to the error message the output current was 1.5ma.

Event description:
The patient underwent prophylactic generator replacement. The explanted device was discarded.

Event description:
It was reported that a physician sent her an image of her programmer which was displaying an undeliverable output current message. It was indicated that no high impedance warning was seen. It was reported that after running diagnostics and re-interrogating the error was not seen. The battery was at 11-25% battery life. No additional relevant information has been received to date.